Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ protector p53j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after that, the hcp disengaged the injector from the protector, the anticancer agent leaked from their connection. No information on the anticancer drug name was provided. Per follow up; the leak was from between the protector and vial. The user disconnected the injector because the expansion plada did not work well. When the injector was reconnected to the protector, there was leakage observed between the protector and vial.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-dec-2022. The products involved in the reported incident were provided to our quality team for investigation. Though visual inspection, the protector was observed to be improperly assembled onto the vial, the housing clips were not completely engaged around the circumference of the vial therefore the protector was crooked. As a result, the protector and injector needles did not properly penetrate the vial stopper, preventing air from entering and leaving correctly which allows the system to function properly. After fully connecting the protector, functional testing was completed and liquid was able to move from the syringe to the protector and back without issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported and the products from functioning as intended.

Event description:
It was reported while using bd phaseal¿ protector p53j leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after that, the hcp disengaged the injector from the protector, the anticancer agent leaked from their connection. No information on the anticancer drug name was provided. Per follow up; the leak was from between the protector and vial. The user disconnected the injector because the expansion plada did not work well. When the injector was reconnected to the protector, there was leakage observed between the protector and vial.